Manufacturer narrative:
Concomitant medical products: d314drm lead; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pericardial effusion. The right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing of noise with high rate non-sustained (hr-ns), non-sustained ventricular tachycardia (ns-vt), and sensing integritycounter (sic) episodes. The lead was suspect of a fracture. The lead detection was programmed off. The lead was revised and removed. A new lead was implanted. It was further reported that the right atrial (ra) lead was damaged during extraction of the rv lead. The ra lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.